Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." System preparation in the instructions for use states: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The instructions for use directs the user to "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment.¿ band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." The instructions for use direct the user to "note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly." The instructions for use then tell the user: "place handle in firing position and continue with procedure." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl) procedure, the physician used a cook 6 shooter saeed multi-band ligator. The ligator disconnected while shooting the sixth (6th) band. It was the procedure after shooting five (5) each bands. So, the hcp [health care professional] used another product and the procedure ended. The following clarification was received february 5, 2017: the band was cut off [difficult deployment]. The six (6th) band did deploy in esophagus by rotating the handle of mbl-6.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. The portion of the device that was returned was the two-way handle, trigger cord and the barrel. The bands, irrigation adapter and loading catheter were not included in the return of the device. A visual inspection of the returned device was performed. The trigger cord was received wound on the spool of the handle; however the knot on the trigger cord was not seated in the hole of the slot on the handle. The length of the trigger cord was measured between the knots which is within the tolerance. The trigger cord was intact and not broken. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The location of the beads was verified using inspection plate. We performed a functional test on the two-way handle, it functioned as intended. We were unable to perform a functional test of the device because the rest of the device was not returned for evaluation. A product discrepancy or anomaly that could have contributed to this event was not observed during our analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." System preparation in the instructions for use states: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. When placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The instructions for use directs the user to "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment.¿ band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." It was observed that the knot on the trigger cord was not seated in the hole of the slot on the handle. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "with endoscope tip straight, place trigger cord into slot on spool of handle and pull down until knot is seated in hole of slot. Knot must be seated into hole or handle will not function properly." The instructions for use direct the user to "note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly." The instructions for use then tell the user: "place handle in firing position and continue with procedure." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
This information was submitted to the FDA on february 10, 2017: "during an endoscopic variceal ligation (evl) procedure, the physician used a cook 6 shooter saeed multi-band ligator. The ligator disconnected while shooting the sixth (6th) band. It was the procedure after shooting five (5) each bands. So, the hcp [health care professional] used another product and the procedure ended. The following clarification was received on february 5, 2017: the band was cut off [difficult deployment]. The six (6th) band did deploy in esophagus by rotating the handle of mbl-6." The following clarification was received on february 17, 2017: five bands were successfully deployed on the esophageal varix. The band was cut off which means the trigger cord (thread) was cut off [disconnected]. The cut off [disconnected] location is mid length of the thread (trigger cord) in the endoscopy. The trigger code disconnected before the sixth band was deployed. Based on the evaluation of the returned device, the trigger cord was found to be intact therefore we interpret cut to mean disconnected. Please note that the device is designed for the trigger cord to disconnect from the barrel once all of the bands have been deployed.